Manufacturer narrative:
H6. Evaluation method codes and evaluation conclusion codes were updated.

Event description:
It was reported that the stent foreshortened. A 6mm x 100mm x 130cm innova self expanding stent was selected for use to treat a lesion in the lower right leg. The innova stent was correctly deployed; however, the stent foreshortened from it's stated length. The procedure was completed without any patient complications. It was further reported that the target lesion was not tortuous, not calcified, and was 70% stenosed. The lesion was predilated and post dilated, and was noted as sized correctly. There was no harm to the patient. The stent remains implanted.

Event description:
It was reported that the stent foreshortened. A 6mm x 100mm x 130cm innova self expanding stent was selected for use to treat a lesion in the lower right leg. The innova stent was correctly deployed; however, the stent foreshortened from it's stated length. The procedure as completed without any patient complications.